Event description:
Pt in cardiac arrest where user indicates an "attach pads" prompt with pads already attached. User changed pads and "attach pads" was still indicated. A second defibrillator arrived and used to resuscitate pt. Per user, there was no adverse effect to pt due to delay in treatment.

Manufacturer narrative:
Welch allyn is attempting to retreive the device for eval. Once evaluated, a follow up report will be submitted.